Event description:
Customer reported a primary infusion of azithromycin (erythromycin) 550 mg/250 ml was programmed to infuse over 1 hour as per data set default, but bag was found empty in 30 minutes. The dose was scheduled for 10 am and the reporter was notified at 11:30 am of the event. The programming had been confirmed by a second rn. No pt harm or medical intervention was reported. The reporter states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for eval. The customer indicated that they are checking to see if the product or logs will be returned. Should the device be received, a follow up report will be submitted with eval results.